Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failure during self-test. The customer¿s blood glucose was unknown. The customer was reported that they were able to clear the alarm and able to rewind the insulin pump. The troubleshooting was done. The insulin pump had alarm again during self-test. The insulin pump will not be returned for analysis.